Event description:
It was reported that the device exhibited a short margin between eri and eol. The device was replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The device was found to be within estimated longevity. The device passed all bench tests performed.